Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. On 03/13/2019 a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found fault 57 and performed several tests. The performance test revealed low average vacuum -35 (+/-5) while max vacuum remained around -400. The fse determined that this finding was pointing to a leak in the drive manifold. The fse checked and re-seated all connections without any results and the readings remained the same. On 03/15/2019 the fse returned and replaced the drive manifold and still had a vacuum leak. The fse traced out the vacuum circuit and no obvious leaks were detected. The fse performed a pressure regulator and vacuum checks in diagnostics mode. The x2-drive-pres read '144mmhg' and specification is 0-125 mmhg, which indicated a leak in the pneumatic system or that the pump needed to be rebuilt. On 03/19/2019 the fse performed a pump rebuild, which at that time the fse discovered that the vacuum head diaphragm was installed backwards with the "smooth side up" and some of the wiring into the pump was improperly routed out of the pump housing. According to the customer the facility's biomed replaced the 5000kit in june of 2018. The fse noted that the safety disk was past due by about 600 hours and the customer provided a safety disk from their inventory which the fse replaced and then performed all functionality tests and validated calibration per factory specifications. The iabp unit passed all tests and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure . It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.